Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing. Programming changes were made. The patient was in stable condition.